Manufacturer narrative:
Device not returned. The device is not available for return and evaluation because it remains implanted. In addition, the implant date was not reported so the implant duration at time of event cannot be determined. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the valve-in-valve procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for aortic stenosis remains indeterminable.

Event description:
Edwards has learned through a clinical trial that a patient has been assessed with a failing 29mm aortic pericardial valve during preparation for a valve-in-valve procedure. The report indicates a (B)(6) year old man, with severe prosthetic aortic regurgitation, moderate to severe mitral valve regurgitation and congestive heart failure, was under consideration for replacement but was not approved for inclusion in the clinical trial. It was later learned he was implanted with a commercially available valve. No additional information provided.